Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. No lot number or product evaluation sample is available, a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. (B)(4).

Event description:
A physician reported an injury to a patient while using the aquacel surgical dressing. After 4 days of use, reddening was found on the patient's body under the hydrocolloid area of the dressing. The dressing was removed and immediately discontinued. A prescription steroid ointment was applied to the affected area and the reddening disappeared.